Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient had not yet scheduled explantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On (B)(6) 2019, mentor received information providing more details on the patient's experience. The patients full symptoms included hair loss, memory loss, nausea, diarrhea, kidney failure, migraines, depression, anxiety, muscle stiffness, brain fog, rashes, cold sensitivity, light sensitivity, lethargy, contact body aches, body pains, the raynauds phenomenon, and ambulatory problems. The patient indicated they had been diagnosed with lupus and felt like they were aging. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware the patient was scheduled for explantation on (B)(6) 2020. Reason for device explant and/or reoperation: autoimmune symptoms manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 550cc and experienced symptoms including hair loss, memory loss, nausea, and kidney failure. The patient indicated they had been diagnosed with lupus and felt like they were aging. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the left side device.